Event description:
Elective surgery for bilateral breast scar contractures and submammary space and moderate ptosis and limited abdominoplasty. Left implant was found ruptured completely with silicone extruding being free inside capsule. Righ implant had capsule. Right implant had capsule with occasional rupture and extruding being free inside capsule. Right implant had capsule with occasional rupture and extrusion of silicone implant. Both replaced with saline implants from mentor companydevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded, other. The device was destroyed/disposed of.